Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 09, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.